Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that recent bolus deliveries were missing from the pump history. During troubleshooting with tandem technical support, customer confirmed the test bolus was not shown in the pump history. Cts requested the customer upload the pump data for review; however, customer declined. Blood glucose was not impacted.